Event description:
Prior to a lead management case, it was discovered that the distal end of lumen was kinked and took a lot of effort to test the wire to get it to finally pass. A back up balloon was available and case was completed successfully.